Manufacturer narrative:
Patient information was unavailable from the site. No parts were received by the manufacturer. Event problem and evaluation: on 13-nov-2014, a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. A review of the error logs for the reported event showed that three successful non-navigated 3d scans were taken. The reported issue was therefore attributed to not having the navigation system connected prior to initiating image acquisition. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was not acquiring 3d images. They were able to acquire 2d scans. When they selected the 3d spin function, the imaging system generated the "acquiring 3d scans" track bar, but the track bar did not populate and the spin did not occur. The surgeon opted to complete the procedure without the use of the imaging system. A c-arm was used to proceed with the case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.